Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stopcock was leaking. There were no related patient symptoms.

Manufacturer narrative:
The returned product had tape was wrapped around the connectors on the patient line stopcock and on the patient line tubing. The device did not meet the requirements for leak testing due to a hole in the chamber. It is unknown how or when this damage occurred. Proteinaceous debris was observed in the interior and exterior of the device. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.